Manufacturer narrative:
Block b3: exact date unknown, event occurred in the middle of august.

Event description:
It was reported that the patient was having a burning sensation and noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.